Event description:
Pt was implanted with pangea construct from l4-s1 on (B)(6) 2012. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware. Pt had increased low back pain. X-rays demonstrated the rods on both sides were dislodged and left l5 screw head popped off. The left rod of the construct twisted. The screw at left l5 was still attached in the bone. The head of the screw at left l5 popped out but was still attached to the rod. The rod at right s1 migrated superiorly and was partially engaged in the right s1 pedicle screw. Surgeon removed all hardware and pt was revised to matrix construct. This is the 3rd of 5 reports submitted on this event.

Manufacturer narrative:
Cat # and lot#: the part numbers and lot numbers of the entire construct were provided. Synthes is unable to determine which of the 6 screws and the corresponding lot number were implanted in the reported vertebral bodies of l5 and s1, therefore, all catalog #s of the screws and the corresponding lot #s are being reported as follows: cat# 04.620.640; lot#s 6821666, 6883102. Cat# 04.620.645; lot#s 6844781,6706158, 6843947, 6810560. Investigation is on going; no conclusion could be drawn as no device was returned. Review of the mfg records has been requested.